Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery on (B)(6) 2019 due to the cuff eroded, only the cuff was removed. The remainder components were removed (B)(6) 2021 and a new aus was implanted. The patient fully recovered.